Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the patient's scs ipg controller displayed an error message indicating that the scs ipg should be replaced soon. However, after updating the controller indicated the scs ipg battery was functioning correctly.